Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient was reprogrammed on (B)(6) 2016. The patient had been set up on an ld group when they had been using hd programming previously. It was believed the patient did not like the ld settings and left the ins off after (B)(6) 2017. On (B)(6) event info was coroborated by the data file. It was reported that the patient had elaborated that the shock was 'localized', similar to bumping your elbow and the quasi-shock sensation that is perceived. On (B)(6) 2017 the data file showed the patient charged from 9:58:26-10:09:11pm. The on/off info in the file showed the patient turned the ins on at 10:08:52pm. Patient left their appointment on (B)(6) 2017 with hd programming ready to go.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that as troubleshooting for the shocking and the ins turning itself on issues, impedances were checked and all were within range. It was advised to the patient to leave the stimulation off until further notice. The cause of the issues had not been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that there were two separate instances where the ins turned itself on and shocked the patient. It was noted that the patient used the stimulation on an ¿as needed¿ basis. On (B)(6) 2016, the patient was driving and the stimulation was off. The caller stated the patient felt the stimulation turn on suddenly and the patient felt a shock across her back where the stimulation was normally located. The patient later checked the ins and the patient programmer showed that it was off. It was noted that the diary showed the ins to be off for the entirety of (B)(6). On (B)(6) 2017, the patient stated her ins was off and then she had a shock occur ¿all over.¿ when she checked the ins with the programmer, it showed the device was on and she had to turn the stimulation on. The diary showed that the ins was off, and then on, and then off for (B)(6). The caller reported that the patient used group f and the patient did not use adaptive stimulation. Follow up was conducted.